Event description:
Beckman coulter field service engineer (fse) reported of observing a few drops of leak from the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and was observed while the fse was performing a preventive maintenance on the instrument. The fse was wearing personal protective equipment and there was no report of injury or exposure to open wounds or mucous membranes. No one sought medical attention. Msds was not reviewed, but the facility has an exposure control plan. No erroneous results were generated in connection with this event. Bec field service engineer (fse) found the source of the leak was the waste chamber (vcs222) which was not holding vacuum properly. The fse replaced the waste chamber.

Manufacturer narrative:
Evaluation - result : waste chamber. (B)(4).